Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of "lo" (<10 mg/dl), 189 mg/dl, and "lo" (<10 mg/dl) within 10 minutes on the compact plus system or an error message. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.